Event description:
Complainant alleged that while attempting to defibrillate a pt the device was unable to discharge via the paddle controls and was able to deliver therapy via the front panel shock button. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.